Event description:
The patient underwent generator replacement on (B)(6) 2016. It was reported that the explanting facility discarded the explanted generator; therefore, no product analysis can be performed.

Event description:
It was reported that the patient stated the vns is coming on every 5 minutes and hurts "bad" and then will come on and off again still in 5 minute cycles. It was reported that the pain is on the patient's left side of his neck where the leads are. Clinic notes dated (B)(6) 2016 note that the patient complains of pain and excess coughing with vns stimulation. Device diagnostics were within normal limits and the device was not at end of service. Device settings were adjusted several times in an effort to obtain a level of tolerability. The physician indicated that although there may be adequate battery power remaining, that the patient is describing an erratic stimulation both in frequency and intensity of the stimulus; therefore, it is felt replacement of the generator is warranted. No known surgical interventions have been performed to date.